Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). Blood was on the device as received. Device analysis determined the condition of the returned device was consistent with the reported information. The hub, shaft, and tip were examined. Multiple kinks were found along the length of the shaft. The tip was damaged with inner liner delamination. A portion of the inner liner was stretched and torn, protruding from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® laa closure device & delivery system was advanced into a watchman® access system (was). The closure device was deployed and released successfully. Upon removal, it was noted there was material from the was that appeared attached to its tip. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device and delivery system was advanced into a watchman access system (was). The closure device was deployed and released successfully. Upon removal, it was noted there was material from the was that appeared attached to its tip. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.